Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed. The instrument was found to have a segment of the conductor wire dislodged from connector at back end. The instrument failed an electrical continuity test. Additional information not reported by site: the instrument was found to have damage of the conductor wires insulation at the distal yaw pulley. The instrument was found also found to have various scratch marks with light material removed on the main tube. The scratch marks were .030 - .240 in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy instrument was not working. The procedure was completed with no reported injury. The procedure was completed robotically with no allegation of patient injury.